Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have the plastic charred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding this event: the instrument was checked before use, the plastic holder on the tip of the instrument was melted. There was no loss of cautery associated with a broken/loose cable. The instrument did not collide with another instrument or tool during the operation. The operation was performed completely with a back-up instrument. No photographs of the instrument or a video recording of the procedure is available to the isi for review.